Event description:
It was reported that the lead exhibited high, out of range, pacing lead impedance. Isometrics and pocket manipulation testing revealed normal impedance values. The asymptomatic patient was doing fine and will continue to be monitored.

Manufacturer narrative:
Product not returned . (B)(4).